Manufacturer narrative:
One level 1 hotline low flow systems - hl-90 was returned for analysis. The analysis started with a visual inspection then the tank was filled with water, attached temp check, plugged in line cord, and turned on power switch. The reported issue was confirmed. Wear and tear from use of drain tube the cause of the issue. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received indicating that level 1 hotline low flow system - hl-90 leaked from the drain valve. The malfunction occurred during testing and there was no patient involved.